Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g1, h6.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in valve bond edge side assessed as unidentified (tear) opening. Additional observations: observed creases on the device. Observe wear abrasion on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced with a non-allergan device.